Manufacturer narrative:
Per the clinic, the patient also experienced performance decrement with the device. Device analysis report attached.

Manufacturer narrative:
Device analysis report (updated version) attached.

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-03687] submitted on october 15, 2025 was filed inadvertently. There was no extrusion of receiver/stimulator has occurred. Per the clinic, the patient experienced migration of electrode array through the tympanic cavity.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of receiver stimulator. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.